Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found an insulation abrasion at 41.0 cm - 42.2 cm from the connector pin. The abrasion found was consistent with exposure to constant friction against another implantable device or heart feature. (B)(4).